Event description:
The customer reported low oxygen (o2) alarm. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
Upon further investigation and review of the complaint, the reported issue was observed during pre-use testing. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
B4:21may2021. There was no patient involvement. The customer could not duplicate or replicate the issue. The customer calibrated the unit, and the issue was resolved. The customer ran short and extended self-testing, and both of the tests passed. The unit was returned to service.